Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received that the patient was administered the cardiovascular agents: ntg, dopamine and levophed and anesthesia agents: gas servoflurane, fentanyl and esmeron, while undergoing an off-pump coronary artery bypass with mild aortic regurgitation, prior to the suspected high cardiac output values.

Manufacturer narrative:
The vigilance ii monitor was returned for evaluation. The reported issue was not confirmed by the evaluation. An over 36 hour burn-in test and fatu final test were performed. During evaluation, no error messages were observed. There was no physical damage that a part had to be replaced. The device passed all functional tests. The device history record was reviewed; no related non-conformances were found. No previous related record of servicing. No escalation is required. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Cardiac output readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with this vigilance ii monitor, it was found that the values shown were not accurate. The values provided by the device were not aligned with the medication given to the patient. The user stopped using the device immediately. Another device was used to compare the values and it was noted that it gave the normal value after the medication was given. The device was checked with a simulator and it gave normal values. The cardiac output (co) was higher than expected and out of range. The expected co value was 6. The backup device used showed values correlated to clinical values. There were no error messages displayed. There was no patient injury reported.